Event description:
It was reported that thrombus occurred. A watchman left atrial appendage closure device was implanted in the patient. During the one year follow up, the physician performed a transesophageal echo and found a clot on the face of the device. The device did not appear to have shifted since implantation. The patient was given blood thinners to resolve the clot and will return for follow up at a later date.